Event description:
It was reported that the patient had been hospitalized with hyperglycemia. Specific blood glucose levels were not provided. The patient reported being dizzy due to the hyperglycemia. The patient was treated with insulin. The patient was released in about an hour.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and hyperglycemia. No lot release records were reviewed, as the product lot number was not provided.